Event description:
It was reported that balloon rupture occurred. A 6.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilation. During inflation at 8 atmospheres, the balloon ruptured. The device was removed without any problem and no damage was observed. Another of the same device was used to complete the procedure. No complications were reported, and patient condition after the procedure was good.